Manufacturer narrative:
Results: representative samples were received from customer, approximately 100 samples from same lot# 5251639. Twenty representative tubes were draw tested and measured. All sample tubes produced results well within specification limits and no stopper pull out was noticed. No defects on returned representative samples were identified and could not duplicate or confirm customers' indicated failure mode. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5251639. Conclusion: unconfirmed. Without actual sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that the stopper cap popped off from a 13 x 75 mm, 2.7 ml bd vacutainer® plus plastic citrate tube, after finishing the patient blood draw. No serious injury, blood to mucous membrane exposure or medical intervention was reported.